Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (screeching noise / will not power on properly) has been confirmed. As received, the monitor was able to properly detect and treat. However, upon eval, the monitor displayed code 107 and was resetting. The cause of the high-pitched sound, inability to power on properly, and code 107 was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was emitting a loud screeching sound and would not power on properly. The pt was issued a replacement monitor.